Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: punctured ovary/malposition of essure device location of device: shifted to ovary and back to tubes"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) female patient who had essure (batch no. 654834, 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included pap smear abnormal. Concurrent conditions included morbid obesity, anemia since 2013, asthma since 2013, depression since 2006 and obesity since 2013. Concomitant products included diastat (diastat [atropa bellad,chlorof and morph,kaol,pect,phthalylsulfathiaz,) since 2014, hydrocodone since 2013 and medroxyprogesterone acetate (depo-provera). In 2009, the patient experienced mood swings ("hormonal changes describe: severe mood swings") and rash ("rashes or skin condition"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("other injury(ies) or complication: fibroids / reproductive system disorder or condition type of disorder or condition: fibroids"), endometriosis ("endometriosis / endometriosis noted at removal") and ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), psoriasis ("reproductive system disorder or condition type of disorder or condition:psoriasis"), tooth disorder ("dental problems"), seizure ("seizures"), weight increased ("weight gain / loss specify which one: weight gain / weight gain / loss specify which one: weight gain"), complication associated with device ("device complications") and visual impairment ("vision worsened"). The patient was treated with diazepam (diazem), salbutamol (albuterol), cetirizine hydrochloride (zyrtec), sertraline (zoloft), surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, hormone level abnormal, psoriasis, tooth disorder, seizure, dysmenorrhoea, weight increased, uterine leiomyoma, endometriosis, alopecia, complication associated with device, female sexual dysfunction, visual impairment, dyspareunia, mood swings, rash and ovarian cyst outcome was unknown. The reporter considered alopecia, complication associated with device, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, ovarian cyst, ovarian perforation, psoriasis, rash, seizure, tooth disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: implant s were placed easily in both sides with 4 coils present on the left side and 5 coils present on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. A pelvic ultrasound noted a complex cystic structure in the right adnexa without evidence of fibroids. On (B)(6) 2009 pre and post operative diagnosis should multiparity, voluntary sterilization, low-grade squamous intraepithelial lesion pap smear. Operation performed- essure sterilization. Findings- normal endocervical canal, normal endometrial cavity. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received. Events added from pfs- rashes or skin condition, hormonal changes describe: severe mood swings, dyspareunia (painful sexual intercourse), ovarian cyst. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: punctured ovary/malposition of essure device location of device: shifted to ovary and back to tubes"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654834, 654834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ovarian perforation menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), psoriasis ("reproductive system disorder or condition type of disorder or condition:psoriasis"), tooth disorder ("dental problems"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain / loss specify which one: weight gain"), uterine leiomyoma ("other injury(ies) or complication: fibroids"), endometriosis ("endometriosis"), alopecia ("hair loss"), complication associated with device ("device complications"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and visual impairment ("vision worsened"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, menorrhagia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, psoriasis, tooth disorder, seizure, dysmenorrhoea, weight increased, uterine leiomyoma, endometriosis, alopecia, complication associated with device and visual impairment outcome was unknown. The reporter considered alopecia, complication associated with device, dysmenorrhoea, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian perforation, psoriasis, seizure, tooth disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: ovarian perforation, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, psoriasis, tooth disorder, seizure, dysmenorrhoea, fallopian tube perforation, weight increased, uterine leiomyoma, endometriosis, alopecia, abdominal pain, apareunia (inability to have sexual intercourse), vision worsened, device monitoring procedure not performed were added. Previously reported event ¿medical device removal¿ deleted. Reporter, patient demographic information, other relevant history, product start and stop date, batch number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: punctured ovary/malposition of essure device location of device: shifted to ovary and back to tubes"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 26-year-old female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included pap smear abnormal. Concurrent conditions included morbid obesity, anemia since 2013, asthma since 2013, depression since 2006 and obesity since 2013. Concomitant products included diazepam (diastat) since 2014, hydrocodone since 2013 and medroxyprogesterone acetate (depo-provera). In 2009, the patient experienced mood swings ("hormonal changes describe: severe mood swings") and rash ("rashes or skin condition"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("other injury(ies) or complication: fibroids / reproductive system disorder or condition type of disorder or condition: fibroids"), endometriosis ("endometriosis / endometriosis noted at removal") and ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), psoriasis ("reproductive system disorder or condition type of disorder or condition:psoriasis"), tooth disorder ("dental problems"), seizure ("seizures"), weight increased ("weight gain / loss specify which one: weight gain / weight gain / loss specify which one: weight gain"), complication associated with device ("device complications") and visual impairment ("vision worsened"). The patient was treated with diazepam (diazem), salbutamol (albuterol), cetirizine hydrochloride (zyrtec), sertraline (zoloft), surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy(partial), salpingectomy (bilateral) and oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, hormone level abnormal, psoriasis, tooth disorder, seizure, dysmenorrhoea, weight increased, uterine leiomyoma, endometriosis, alopecia, complication associated with device, female sexual dysfunction, visual impairment, dyspareunia, mood swings, rash and ovarian cyst outcome was unknown. The reporter considered alopecia, complication associated with device, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, ovarian cyst, ovarian perforation, psoriasis, rash, seizure, tooth disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: implant s were placed easily in both sides with 4 coils present on the left side and 5 coils present on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. A pelvic ultrasound noted a complex cystic structure in the right adnexa without evidence of fibroids. On (B)(6) 2009 pre and post operative diagnosis should multiparity, voluntary sterilization, low-grade squamous intraepithelial lesion pap smear. Operation performed- essure sterilization. Findings- normal endocervical canal, normal endometrial cavity. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: punctured ovary/malposition of essure device location of device: shifted to ovary and back to tubes / perforation please describe and state location of the perforation:"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 26-year-old female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's past medical history included pap smear abnormal. Concurrent conditions included morbid obesity, anemia since 2013, asthma since 2013, depression since 2006 and obesity since 2013. Concomitant products included diazepam (diastat) since 2014, hydrocodone since 2013 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 5 years 6 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced endometriosis ("endometriosis / endometriosis noted at removal") and ovarian cyst ("ovarian cyst"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and uterine leiomyoma ("other injury(ies) or complication: fibroids / reproductive system disorder or condition type of disorder or condition: fibroids"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), psoriasis ("reproductive system disorder or condition type of disorder or condition:psoriasis"), tooth disorder ("dental problems"), seizure ("seizures"), weight increased ("weight gain / loss specify which one: weight gain / weight gain / loss specify which one: weight gain"), complication associated with device ("device complications"), visual impairment ("vision worsened"), mood swings ("hormonal changes describe: severe mood swings") and rash ("rashes or skin condition"). The patient was treated with diazepam (diazem), salbutamol (albuterol), cetirizine hydrochloride (zyrtec), sertraline (zoloft), surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy(partial), salpingectomy (bilateral) and oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, hormone level abnormal, psoriasis, tooth disorder, seizure, weight increased, uterine leiomyoma, endometriosis, alopecia, complication associated with device, female sexual dysfunction, visual impairment, dyspareunia, mood swings, rash and ovarian cyst outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, complication associated with device, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, ovarian cyst, ovarian perforation, psoriasis, rash, seizure, tooth disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: implant s were placed easily in both sides with 4 coils present on the left side and 5 coils present on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. A pelvic ultrasound noted a complex cystic structure in the right adnexa without evidence of fibroids. On (B)(6) 2009 pre and post operative diagnosis should multiparity, voluntary sterilization, low-grade squamous intraepithelial lesion pap smear. Operation performed- essure sterilization. Findings- normal endocervical canal, normal endometrial cavity. Patient's current weight 165 lbs. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Reporter information was updated. Updated outcome of events (cramping, abnormal bleeding). Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.